Event description:
Customer was getting blood glucose results in the high 400's mg/dl. They called the dr and was advised to go to the hosp. A lab was performed and the result was in the 200's mg/dl. The customer was given zofran, metformin and large volumes of hydration. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.